Event description:
It was reported that during use, the device over-infused medication. The patient was sent home with 115ml at 2.5ml/hour and the next day he presented to disconnect the pump with the pump showing 10.1ml remaining but the bag was empty. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. The investigation determined the most probable cause to be the pump¿s expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.